Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: dissections.

Event description:
The following information was reported to gore: on (B)(6) 2019, the patient underwent treatment of unknown pathology of the descending thoracic aortic (zone 0) with a conformable gore® tag® thoracic endoprosthesis and gore® tag® thoracic branch endoprostheses. On (B)(6) 2019 a CT was performed. On (B)(6) 2019 the results of the (B)(6) 2019 CT were updated and revealed a new aortic dissection just distal to the ctag 1 device. Coil failure was observed in the lsa. Retrograde flow was observed through the coil to the aortic component. There are also type ii endoleaks, however they are related to the investigational aortic components. The event is ongoing. This event addresses the new dissection.